Manufacturer narrative:
(B)(6). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery for facial trauma on (B)(6) 2017, when the surgeon was trying to insert a 2.0 mm intermaxillary fixation (imf) screw self-drilling 8 mm, the tip of it broke off in the patient's mandible. As the tip of screw was not able to be removed it was left in patient's mandible and the other half of the screw was removed. Another screw was available for completion of the procedure. There was no surgical delay and the patient was stable after the surgery. This is report 1 of 1 for (B)(4).